Event description:
It was reported that connecta plus3 white leaked. The following information was provided by the initial reporter: the tap is leaking because it comes off, therefore a batch check is required.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9333984. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. This is the first complaint for disconnection on material 394600 and batch 9333984. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 9333984c. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connecta plus3 white leaked. The following information was provided by the initial reporter: the tap is leaking because it comes off, therefore a batch check is required.